Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Visually inspected the assembly, there was a visible bent defect on the rear plate cover . Component was installed in a known good vela host base unit. Ventilator was powered in ventilate mode where the unit failed to operate. The reported complaint was confirmed and duplicated. Improper handling caused internal damaged in the liquid crystal display panel. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported after installing main board the screen is blue on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.